Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that injector n35-o separated from the connector. The following information was provided by the initial reporter: pt arrived to clinic for blina pump exchanged. Upon inspection of pump, infusion had been stopped and there was a volume of 17.3 left in the bag. Pt stated the pump had beeped this morning around 830 when he woke up but he didn't look at it. Pump needleless injector was disengaged. Md was notified. Orders to restart pump and have pt finish infusion and come back in 3 hours was given.